Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-01602. It was reported that the patient underwent an unrelated spinal surgery approximately 9 months ago (exact date unknown) wherein the patient's leads were cut and left implanted and the ipg was electively explanted. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the cut leads were completely explanted and the physician put in a new paddle lead and ipg. Post-operatively, stimulation therapy was restored.